Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy and her device stopped working so the device was removed. It had helped, and she was disappointed when it stopped. She did not know why it stopped, but no matter how high she set it, it would do nothing. The cause of the device not working remains unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.